Event description:
I had essure placed in 2014 after my last baby who will now be (B)(6). Immediately at the doctor's office after placement, I felt excruciating pain and menstrual cramps as if I was birthing a child. Then came the heavy bleeding for 3 months. After that, up to this date, I have really bad painful menses, lots of cramping and lots of bleeding to the point that it is impossible for me to show up to work. I know when I am about to start my period because I get a sharp pain in my lower abdomen. I have thinning hair.